Manufacturer narrative:
(B)(4). The returned agc da 2000 components exhibit scratching on the femoral and tibial components with varying indications to the quality of bone attachment. Both the inferior and superior surfaces of the poly bearing displayed scratching and pitting. The aforementioned damage to the components is consistent with third body wear. Device history record (DHR) was reviewed and no discrepancies were found. X-rays and medical records were available but the customer refused to give access to these documents as they need the patient and surgeon consents. We are unable to contact the patient directly. We could not confirm the suspicion of allergy to a prosthesis component, as we could not get access to the test records for the patient. Due to this information not being available, we cannot determine the root cause of the issue. The returned implants were assessed and deemed conforming to pre-defined specification when manufactured. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI (B)(4). Report source, foreign. The event occurred in (B)(6). It was initially reported the device would be returned and the evaluation is therefore anticipated. However, the device was not returned for evaluation at this time. Multiple MDR reports were filed for this event. Please see reports: 3002806535 - 2017 - 00877, 3002806535 - 2017 - 00878. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that a patient had an allergic reaction to nickel and has felt pain since the implantation of the prosthesis with abnormal stiffness. Suspicion of allergy to a prosthesis component, renewal of allergological test resulting in revision. No further information is available at this time.